Event description:
The customer reported intermittent boot up problem with the high-definition lcd monitor. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, intermittent image and a faulty quantum board were noted. In addition, minor discoloration around the cooling vents was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed an intermittent image due to a failure of the printed circuit board. The specific root cause of the failure of the printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.